Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the device. The fse found the sodium electrode was damaged and the quad-ring was missing. The fse replaced the electrode to resolve the issue. Patient demographics were not provided. (B)(4).

Event description:
A customer reported the generation of false low sodium (na) patient results on their dxc 600 analyzer. The erroneous results were reported out of the laboratory; however, there was no change to patient treatment in associated with this event. Quality control (qc) was within the laboratory's established ranges prior to the event.